Manufacturer narrative:
The product was received on 04/14/09, by the manufacturing site, and testing has not yet been completed on product.

Event description:
Procedure type: bariatric procedure. According to the reporter: there was an increase of adhesion formation at the site where the product was used and early post-op bowel obstructions, which led to a re-operation. There was no tissue damage, no patient injury, and no additional bleeding reported.